Manufacturer narrative:
During testing at power up the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer reported 18/000 alarm code was not duplicated during testing; however, was noted in the device history. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of a 18/000 (history pointed error) service alarm code. No add'l info was provided. This is not a reportable info. However, during verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.